Event description:
User facility reported that following a dilation and curettage (d&c), a novasure procedure was attempted. They reported an unsuccessful cavity integrity assessment (cia) test and the procedure was aborted. The physician viewed the uterine cavity via a laparoscope to note a perforation at the fundus. The patient was given antibiotics (name of medication unk) and remained in the hospital over night for observation. She was discharged home the next day. The physician's nurse reported on 02/25/2008 that the patient is doing fine on follow-up.

Manufacturer narrative:
The lot number was not provided; therefore, an investigation or review of the device history record for the device was not able to be performed. The device involved in this event was not returned; therefore, an investigation was unable to be performed. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device, if the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required, the novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used. According to the IFU under the precautions section: the safety and effectiveness of the novasure system has not been fully evaluated in patients who have undergone a previous endometrial ablation.